Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to cerebral bleeding could not be conclusively determined through this evaluation. The evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues which would have contributed to the reported events. It was reported that the patient expired on (B)(6) 2020 due to cerebral bleeding. An autopsy was performed, and the pump was explanted. (B)(6) with the pump cable intact. The modular cable was returned properly attached to the inline connector of the pump cable. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was returned and secured with the fully engaged cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the returned device appeared to capture the pump functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Lists stroke and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate 3 lvas instructions for use (IFU) lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ outlines how to care for the driveline. The heartmate 3 lvas patient handbook section 6 entitled ¿equipment storage and care¿ outlines how to care for the driveline. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled ¿what not to do: driveline and cables¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired on (B)(6) 2020. Cerebral bleeding was suspected as the cause of death. The pump was explanted and was to be returned for evaluation.